Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645, implantable pacing lead, implanted: (B)(6) 2010. A 693558, implantable tachy lead, implanted: (B)(6) 2010. A d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced extracardiac stimulation. The device was reprogrammed and left ventricular (lv) lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.